Manufacturer narrative:
D10: concomitant devices: unknown. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had right total knee replacement on (B)(6) 2018. The patient may require revision surgery for polyethylene wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D4: corrected d10 concomitant devices: (B)(6) 208-07-05 - cc posterior fem augment sz 5, 5mm. (B)(6) 208-09-05 - cc stem ext adaptor 5 degree. (B)(6) 208-08-05 - cc posterior fem augment sz 5, 10mm. (B)(6) 02-012-60-1816 - tru stem ext 18mm x 160mm. (B)(6) 208-01-05 - cc femoral sz 5. H6: corrected the following: health effect - clinical code, type of investigation. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.